Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that during a phacoemulsification with intraocular lens (iol) implantation surgery in left eye, a patient experienced corneal burn. The cataract was noted to be I-0 density. Corneal burn occurred at the initial stages of surgery on removing the anterior cortical layers with minimal ultrasound. Corneal burn was manifested by instant corneal whiteness in the area of the tunnel incision, corneal epithelium exfoliation, and gaping of the tunnel in the form of a "fish mouth". The surgery was stopped when these signs were detected. No system message was displayed. The phacoemulsification handpiece was replaced and the operation continued as normal. At the end of the operation, to seal the incision, it was also necessary to apply nodal seams to the tunnel incision.